Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery(lumbar laminectomy, discectomy and fusion at l3-4, l4-5, l5-s1 with interbody cages) using rhbmp-2/acs.